Event description:
It was reported that this patient underwent an upgrade from a pacemaker to a subcutaneous implantable cardioverter-defibrillator (s-ICD) and subsequently reported that the device was not working as intended. The device remains in service. No adverse patient effects or clinical complications were reported.